Manufacturer narrative:
The company service representative examined the system but was not able to confirm or replicate the reported events. As a preventative measure, the footswitch cable and u/s controller printed circuit board (pcb) were replaced. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during ultrasound mode, the system did not oscillate at all or weakly oscillated. An alternate system was used to complete the procedure. There was no surgical impact noted.